Event description:
Through implant patient registry it was learned that a 27mm 7300tfx valve was explanted after an implant duration of 3 years, 1 months due to severe mitral stenosis and leaflet immobility. The patient presented with shortness of breath. The explanted valve was replaced with a non-edwards device. The patient is stable post-procedure. On pod #19, the patient was discharged. Per op report findings: the mitral leaflet was a carpentier -edwards prosthesis. The anterior leaflet that was facing the anatomic anterior portion of the annulus was immobile. That was related to the fact that the native anterior leaflet of the mitral valve was tented over the 2 posts in the anterolateral and posteromedial trigones that prevented the leaflet lead movement. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.

Manufacturer narrative:
Additional manufacturer narrative: the subject device is not available for evaluation, as the device status is unknown at this time. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. There is no evidence to suggest an edwards manufacturing defect. Through implant patient registry it was learned that a 27mm 7300tfx valve was explanted after an implant duration of 3 years, 1 months due to severe mitral stenosis and leaflet immobility. Per operative report: the mitral leaflet was a carpentier -edwards prosthesis. The anterior leaflet that was facing the anatomic anterior portion of the annulus was immobile. That was related to the fact that the native anterior leaflet of the mitral valve was tented over the 2 posts in the anterolateral and posteromedial trigones that prevented the leaflet lead movement. DHR review was performed and no relevant nonconformances were identified. The most likely cause is patient factors of native valve structure interference.